Manufacturer narrative:
(B)(4). Date sent: 9/15/2021. Investigation summary: call home revealed a high temperature error. The probe (2 uses, 5:53) was investigated at neuwave. The probe tip was missing, but the antenna and brass cap were still connected. The root cause of the tip break is unknown, since not all parts were returned. Lot ml21036148 was reviewed (in process sn (B)(6)). Manufacture date: 3/25/21. Expiration date: 11/30/24. Probe sn (B)(6) failed the hot response test and sn (B)(6) failed the tissu-loc test. Analysis does not reveal the root cause of the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable pqss drb on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what were the indications for the ablation procedure? What was the approach/where anatomically was the probe inserted? Was there any resistance felt or any challenges inserting the probe? Were any lateral forces applied to probe? Where in the kidney/liver is the probe tip located? Are copies available of any imaging performed? Was the postoperative patient care changed or any other treatment required? Are there plans to remove the broken probe tip? If liver, was it cirrhotic? What is the current status of the patient?. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure they received error codes on the probe and when removing the probe the tip broke off within the patient. It was not retrieved.